Manufacturer narrative:
Concomitant products: (B)(4) stent graft implanted: (B)(6) 2003-, (B)(4) stent graft implanted: (B)(6) 2003.

Event description:
It was reported that the atrial lead exhibited noise and a sudden increase in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.